Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Prior to sensor insertion the area was prepped with alcohol. Once the sensor was inserted, the patient felt immediate discomfort and a burning sensation in the area but chose to keep wearing the sensor at that moment. Around 24 hours later, the patient developed redness and swelling at the needle puncture site. On (B)(6) 2025, the symptoms worsened, leading the patient to consult a physician at an outpatient clinic who examined the area, identified an infection through observation, took out the sensor, and prescribed an unspecified oral antibiotic for the infection. The infection cleared up about two weeks after treatment. At the time of the report, the patient recovered. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available. No additional patient or event information is available.